Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, the patient with this pacemaker experienced fatigue, shortness of breath and other symptoms related to chronotropic incompetence. Upon device interrogation, a signal artifact monitor (sam) alert was detected. The device was reprogrammed to have the accelerometer on and optimized using the sensor trend. No adverse patient effects were reported. This device remains in service. The right ventricular lead was a non-boston scientific product. Additional information was provided, it was reported that the healthcare professional had seen a message indicating no valid lead on the setting report. Additionally, the mv sensor feature was also suspended. Boston scientific technical services indicated that the message was the result of an unsuccessful to successfully manually calibrate the mv sensor. Technical services provided step by step instructions to complete the calibration. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, the patient with this pacemaker experienced fatigue, shortness of breath and other symptoms related to chronotropic incompetence. Upon device interrogation, a signal artifact monitor (sam) alert was detected. The device was reprogrammed to have the accelerometer on and optimized using the sensor trend. No adverse patient effects were reported. This device remains in service. The right ventricular lead was a non-boston scientific product. Additional information was provided, it was reported that the healthcare professional had seen a message indicating no valid lead on the setting report. Additionally, the mv sensor feature was also suspended. Boston scientific technical services indicated that the message was the result of an unsuccessful to successfully manually calibrate the mv sensor. Technical services provided step by step instructions to complete the calibration. No adverse patient effects were reported. This device remains in-service.